Event description:
The customer reported that the machine triggered the caution alarm dialysate weight (incorrect weight change detected). The machine was reported to have recorded a fluid loss of 500 ml in one hour which was greater than what the machine had been programmed to remove. There was no blood loss or any other clinical consequences for the pt as a result of the reported event.

Manufacturer narrative:
After review of the treatment data files related to the reported event, the manufacturer can not confirm the reported caution alarm dialysate weight (incorrect weight change detected). A gambro service technician investigated the machine and found that the scales were calibrated and within specs. A simulated run was performed, and it was concluded that the machine meets the MFR's specs.